Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Myomectomy - "seal detaches very easily from cannula. During grasper use in the trocar (5mm reusable stroz grasper), seal detach from cannula. It detaches each time they raise grasper shaft from cannula. They reported it happened one time in the past (data not available, don't remember intervention/surgeon, no sample available). No any report to (B)(6). Sample available for inspection." Patient status - "good, no any injury to the patient."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the seal housing was easily dislodged from the cannula. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. The root cause of this incident is likely due to an undersized tab distance of one of the two tabs that attach the seal housing to the cannula. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. We apologize for any inconvenience this may have caused and assure you that applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.